Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated that the link that goes into the stomach comes loose. The customer treated with the insulin pump and the customer states that it was the part of the sensor that was loose and he just connected it. The customer was assisted with updating the send feature in the meter and confirming the meter ID is programmed in the pump. No troubleshooting was performed. The product was not returned for analysis.